Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced the little blue pin on the cassette coming off causing a fluid leak during treatment. The patient contact put the cap back on and called the registered nurse (rn). It was reported that an alternate treatment was available per recommendation of the rn. Upon follow up, the patient contact confirmed the reported event and that the leak occurred during dwell 2 of treatment. The cassette tubing also had bubbles, however the patient contact reported not receiving an alarm. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact stated the patient is continuing peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cassette is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: ten companion samples were returned to the manufacturer. The companion samples were visually inspected and were found to be acceptable no damages or issues were observed in the blue pin. During the evaluation, the samples were not confirmed for the alleged failure stated in the complaint. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.